Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported malfunction, ¿probe unit peeling and cracking¿, is due to external force applied to the distal end. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The endoscope was returned to the service center for evaluation. The evaluation found the distal end probe unit was peeling and cracking. The reported chip/dents on the suction valve was confirmed. Additionally, the scope failed the leak test due to a hole in the distal bending section cover. The ultrasonic image showed 15 broken elements. Both the insertion tube and light guide tube were buckled. There was grinding felt from the control knobs and the up/down knobs had play, loose. The objective lens adhesive was peeling. The endoscope was repaired and returned to the customer. A review of the endoscope's repair history showed the endoscope was last serviced in september 2017. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the clinical engineer at the user facility that during an unspecified event, the ultrasonic gastro-video endoscope reportedly had a chip in the metal behind the suction button. No patient injury or involvement was reported.